Event description:
The customer called and reported that when she would use the backlight feature on the insulin pump, an array of colors would appear, making the device difficult to read. Upon turning off the backlight, the display appeared to be normal. Customer's blood glucose was 108 mg/dl when she noticed the issue. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.